Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had buttons are not responding which leads to blank screen, hardware low level failures alarm. The customer¿s blood glucose level was 120 mg/dl. The customer was assisted with troubleshooting. Customer stated they did not press a button down for 3 minutes or longer. Customer stated that the insulin pump was not exposed to a change in altitude. Customer reported that they were unable to clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Device received was properly tested using a test battery cap. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to verify pump error 63, verify unresponsive keypad anomaly, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.